Event description:
Allergic hives [urticaria]. Case description: a spontaneous report was received on (B)(6) 2010, from the hcp of a (B)(6) female pt with a history of osteoarthritis of the knee, initials (B)(6), who experienced allergic hives after receiving synvisc-one. On (B)(6) 2010, initial information was received from the pt's hcp wherein he reported that the pt had experienced allergic hives after receiving synvisc-one. On (B)(6) 2010, a more comprehensive report was received from the pt's hcp. The hcp reported that the pt had a history of osteoarthritis of the knee and was allergic to penicillin. The pt was given a synvisc-one injection on (B)(6) 2010. According to the hcp, on the same day, the pt developed allergic hives. The pt was treated with zyrtec, polaramine, and calamine. In the opinion of the hcp, the event of the allergic hives was severe in intensity and was probably related to the use of synvisc-one in the pt. Also, according to the hcp, at the time of this report, the outcome of the pt was not yet recovered. On (B)(4) 2010, additional information was received in the form of qa results. The production and quality control documentation for lot# x09062, with expiration date, 09/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# x09062, with expiration date 09/2012, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.